Event description:
The ethicon harmonic shears with an integrated hand piece did not cauterize and had to be switched out for another. No patient harm. The instrument was prechecked per the surgery tech prior to the surgeon using the instrument. She was able to use the cutting portion of the device but the cautery function would not work. It was removed as soon as this was identified. Upon inspection the instrument was intact but the tip of the top shear was peeling back.